Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic assisted laparoscopic inguinal hernia repair with mesh, the device failed, the suture was being used to suture in mesh by the doctor and the loop-in suture came undone. The suture was then removed from the patient. There was no patient injury.